Manufacturer narrative:
A) the pump was tested to full specifications on (B)(6) 2016. User reported failure was not detected. The pump operated within specifications except that the flow rate accuracy was found to be -10.85%, which was beyond the requirement of ±5%. The pump was re-calibrated and tested to meet all the specifications. B) the initial determination by following the company procedures was that this complaint did not constitute an MDR reportable event. This MDR is filed retrospectively as a corrective action to address one of the FDA inspection observation made on 08/11/2016. C) zyno medical submitted an e-MDR (3006575795-2016-00006_complaint (B)(4)) on 08/23/2016 through the FDA's website and received the receipt. But due to some technical difficulties and confusion, the file didn't pass with all three acknowledgements. This is a re-submission regarding the same event.

Event description:
The user reported " pump shuts off randomly while patients are being infused". No patient injury or harm is involved.